Manufacturer narrative:
Insulin pump passed displacement test. No unexpected the critical block and inverse critical block did not add to zero alarms during testing however, the critical block and inverse critical block did not add to zero alarm, line number 163 file number 30, is found in the formatted history file due to a software error. Hardware low-level failures alarmed during self test and confirmed in insulin pump history file due to a broken trace at keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the critical block and inverse critical block did not add to zero as well as hardware low level failure alarm occurred during self test. Customer's blood glucose was 109 mg/dl. Customer was able to successfully clear the alarm. Customer received request to rewind insulin pump. Customer was able to complete pump rewind. Customer stated that the cannula was recorded in daily history and error table did not indicate the insulin pump should be replaced. Customer stated that they performed a self test and the test did not pass. Troubleshooting was performed for insulin pump error. Insulin pump will be returned for analysis.